Event description:
It was reported that an unknown amount of spectrum pumps alarmed for upstream occlusions while delivering cold blood. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter has not received a device related to the reported issue. A supplemental will be submitted if the device is returned to baxter for inspection or service.